Event description:
Our customer has reported that during the surgery, one of the locking rings of the product would not lock. The surgeon removed the plate, and used the catalogue number 484610230 to finish the surgery.